Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient distance visual acuity (dva) was 20/100. Additional information has been received and stated that the lens was explanted in a secondary procedure. Still patient has some residual swelling and the surgeon is expecting things to clear up and her vision to be less blurry.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).